Event description:
Related manufacturer reference number: 2017865-2019-13318. New information received stated pacemaker was changed out due to physician wanting to rule it out since lead noise was not seen when hooked up to the analyzer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow up. Both interrogation of the pulse generator in-clinic and review of remote transmission revealed, the right ventricular lead exhibited noise causing pacing inhibition. Noise was not reproducible with analyzer. The lead was capped and replaced on (B)(6) 2019. Patient condition was stable with no complications.